Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The device was attached to an encore inflation unit, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole at 1 mm distal to the distal end of the proximal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the inner and outer were kinked at various positions along their length. The midshaft was stretched at 1 mm proximal to the guidewire exit port for a distance of 5 mm proximally. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex artery (lcx). A 10/2.75 flextome¿ cutting balloon¿ catheter was selected to treat the target lesion. During inflation, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex artery (lcx). A 10/2.75 flextome cutting balloon catheter was selected to treat the target lesion. During inflation, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.